Event description:
It was reported that during an afib ¿ paroxysmal procedure, error 116 (magnetic sensor error) was displayed on the carto 3 system when lasso nav variable eco catheter was in use. The cable was replaced with no resolution. The issue was resolved by replacing the catheter and the case was completed without any patient consequence. On (B)(4) 2013, upon receiving the product in biosense webster lab, it was noticed that ring #1 was slightly lifted and a wrinkle between ring #1 and ring #2 making this event reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an afib ¿ paroxysmal procedure, error 116 (magnetic sensor error) was displayed on the carto 3 system when lasso nav variable eco catheter was in use. The cable was replaced with no resolution. The issue was resolved by replacing the catheter and the case was completed without any patient consequence. The returned device was visually inspected upon receipt and it was found ring #1 slightly lifted. This condition was not originally reported on the complaint. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It is unknown how the ring was damaged. Then per the reported event, the catheter was evaluated for eeprom, carto 3 and 4 khz. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. In addition, a corrective action has been opened to address and resolve for the damage ring issue.